Manufacturer narrative:
Sample from patient 1 was sent to cpls (customer product line support) for further testing. Cpls confirmed the customer's (B)(6) result. The sample was diluted 1:10,000 and resulted with similar results as when the sample was tested neat. Qc and system information was not supplied. A field service engineer (fse) went on-site (B)(4) 2011. Fse replaced the reagent pipettor that the 3 patient samples were analyzed on and also replaced the sample pipettor wash nozzle. Fse then performed the necessary alignments and performed a carryover and correlation which both met specifications. A clear root cause for this event could not be determined

Event description:
A customer contacted beckman coulter inc. (Bci) regarding (B)(6) hepatitis b virus surface antigen (hbsag) results generated by the unicel dxi 800 access immunoassay system for known (B)(6) hbsag samples when analyzed after a specific (B)(6) hbsag patient sample. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.